Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that valve was leaking it was reported that the patient was underwent ventriculo-peritoneal shunt due to brain tumor, using medtronic adjustable anti-siphon valve and ventricle catheter and abdominal catheter. When tested the valve patency before operation, found there was leakage of the valve, and then the spare valve was replaced and procedure was completed. The product did not have contact with the patient. The product was damaged. No patient injury was reported.

Manufacturer narrative:
The returned valve was patent and met the requirements for valve flux testing and preimplantation testing. The valve did not meet the requirements for leak, siphon, reflux, or pressure/flow testing. The valve did not meet the requirements for leak testing due to tears in the casing of the delta chamber. It is unknown how or when this damage occurred. The instructions for use cautions, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity¿¿ proteinaceous debris was observed on the interior of the valve. The instructions for use cautions, ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.